Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the subject meter was displaying the battery indicator even through the battery is only 5 days old. The patient was unable to troubleshoot the reported issue; therefore, the reported issue was not resolved. There were no allegations of harm of injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.